Manufacturer narrative:
Additional information: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4) lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -14.50/+3.50/096 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens 13.2 mm vticmo13.2 and the problem was resolved. The patient's best corrected visual acuity (bcva) is 20/20 on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).